Event description:
Per report received through the edwards implant patient registry (ipr), this patient expired approximately two weeks post tavr. This patient never left the hospital following the tavr procedure and the cause of death was attributed to cardiac arrest. To date, although multiple follow-ups for additional information have been conducted, the details of this patient's expiration (underlying clinical factors leading to cardiac arrest) have not been provided by the medical facility. At this time, there is no evidence that suggests the patient's death was due to malfunction of the edwards sapien valve.

Manufacturer narrative:
Per the sapien valve instructions for use, cardiac arrest is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. The immediate cause of sudden cardiac arrest is usually an abnormal heart rhythm (arrhythmia). Some other heart conditions that can lead to sudden cardiac arrest include cad, mi, cardiomyopathy, valvular heart disease, and congenital heart disease. Factors that increase a patient¿s risk of cardiac arrest include smoking, advanced age, gender, htn, low blood pressure, obesity, diabetes, a sedentary lifestyle, a history of arrhythmia, and nutritional imbalances. In this case, the exact cause of the cardiac arrest cannot be confirmed; however, it is possible that in addition to the procedure itself, the patient¿s underlying co-morbidities may have caused or contributed to the event. There is no evidence or suggestion of a device malfunction. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. There were two serial numbers provided for the implanted valves (s/n (B)(4)), however it is unknown in which order the valves were implanted. Thus this 3500a form reflects "unk" under section d of the report. Please reference related manufacturer reports for the index procedure: 2015691-2013-20028 and 2015691-2013-20029.